Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil from left ovary dislodged and was in my pelvic peritoneal area") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Diagnostic results: hysterosalpingogram: coil from left ovary dislodged and was in my pelvic peritoneal area, right side occluded. Concerning the injuries reported in this case, the following one/ones were described via social media: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.